Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noticed. The physician removed the 3.50x20mm liberte monorail coronary stent delivery system (sds) from the package and the stent was crumpled and looked "accordioned". The liberte device was not used and the procedure was completed with another of the same device with no pt complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.